Manufacturer narrative:
Patient information was requested, customer advised it is not available.

Event description:
The customer reported the device constantly alarms and the display is blank. There was no patient harm.